Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent migration occurred. The lesion being treated was located in the left anterior decending (lad) artery. The 3.00x16 mm taxus liberte durg eluting stent migrated inside the patient. The physician deployed the stent in an unknown location. However not at the target lesion. Another stent was implanted at the target lesion. Patient status reported as "good".

Manufacturer narrative:
The stent remains implanted and the technical analysis was not carried out. Without a returned device, it is not possible to confirm the complaint incident. A review of the manufacturing record could not be performed as the batch number is unknown. The root cause is unknown. Product unavailable for analysis